Event description:
Per the clinic, the device has been explanted on (b)(6) 2026 due to the initial implant was implanted more anteriorly than intended. No medical conditions, illnesses, or treatments that contributed to this issue. The patient was reimplanted with another cochlear device during the same surgery.